Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported having eczema. The patient reported a skin outbreak under the breast area. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor recommended the patient use medicated powder, medicated lotion, and medicated vaseline for the irritation. The patient removed the device. The medical outcome is unknown.